Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no motor power and then turned off. Customer was assisted with blank display troubleshooting. Customer also reported that their blood glucose level at the time of the incident was 482mg/dl. Customer treated with manual injection. Customer stated that they received new battery cap and replaced battery but the insulin pump alarmed battery out limit and failed battery test when turned on. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no act, escape and up button response due to corroded keypad traces. No button error alarm and no blank display during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test, motor error alarm, failed battery alert, battery out limit alarm, and unexpected battery power loss anomaly due to buttons not responding. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.